Event description:
Tip of suture anchor broke off during insertion. Tip remains in the pt, however, no adverse consequences have been reported as a result of this event. This device is used for treatment.